Event description:
It was reported that during follow up post implant procedure, the right ventricular lead exhibited hight capture thresholds. A chest x ray revealed that the lead had dislodged. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).